Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 100 units of insulin. Customer did not practice the proper air removal technique when filling the cartridge. Tandem technical support reminded customer to do this. The customer¿s blood glucose level was 189 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.